Event description:
The mother reported via phone call that the customer was pushed into the pool while connected to the insulin pump. The mother stated the insulin pump was not functional and the customer was unable to receive insulin for two days. The mother stated the customer's blood glucose was over 600 mg/dl. The mother was unable to power on the insulin pump with a new battery. The mother also reported the customer was hospitalized on (B)(6) 2015 with a blood glucose of 557 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with IV fluids for their blood glucose. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin was received with corroded battery tube and battery cap contact. However, all operating currents within specification and passed functional testing. No traces of moisture found at the electronic or motor assembly. The insulin pump has cracked case at the display window corners and reservoir tube, partially broken reservoir tube lip and minor scratched lcd window per our visual inspection.